Event description:
It was reported that during an open hysterectomy procedure, the balloon was burst when 3cc water was injected into the balloon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the issue occur pre-operative or intra-operative? ---pre-operative. Was this the initial use of the device? ---yes. How long has the surgeon been using this device? ---no information. What other devices were used in conjunction with the device? ---no information. Was the sales rep present during the event? ---no.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the device has a puncture in the balloon, likely caused by a sharp instrument. The balloon can be easily compromised if it comes in contact with a sharp instrument or packaging material. The batch history records were reviewed no with anomalies noted.